Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the use of the angio-seal device, it was twisted and it was impossible to introduce the end into the artery, and another device was used. There was no harm to the patient.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
One used 6fr angio-seal vip device was returned for evaluation. A kink was noted on the mated locator and hemostasis sheath near the blood inlet holes. The outer diameter of the hemostasis sheath was meas and the outer diameter of the locator were measured and all measurements were within manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the 'twisting' force reported in the event caused the reported event. However, the exact cause of the reported event cannot be definitively determined.